Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Through visual inspection of the equipment, natural signs of use were observed. Before analyzing the equipment's usage history, it was necessary to fully charge the battery since it was not charged. Only after that, the usage history was extracted. It's worth noting that the p2 connection terminal of the equipment has intermittent poor contact. By extracting the equipment's usage history, it was possible to identify that on (B)(6) 2024, the user programmed a volume of 750ml to be infused over 18 hours at a flow rate of 41.67ml/h, starting at 00:41 and concluding at 13:59. The initial cumulative volume set by the user was 680.89ml, the final cumulative volume was 1213.21ml, and the total infused volume was 532.32ml, which is consistent with the infusion time and user actions. No infusion errors were identified. The equipment underwent functional performance testing to verify any potential infusion errors. The results of the functional test indicated that the equipment is infusing accurately within the programmed time, thus not confirming the complaint.

Event description:
According to the event complainant: "patient was using ntp, according to ntp programming it ended 5 hours before programmed'." No patient complications were reported as a result of this event.